Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient went into junctional rhythm overnight. The doctor switched him to a-pacing this morning. Pulsatility and hemodynamics were improved but then an echocardiogram was done and the impella was repositioned. While repositioning the impella, ectopy occurred and pulse pressure dropped from ~20mmhg to 5mmhg. The doctor stated he could not visualize measurement under transthoracic echocardiogram. Leaving the patient a-paced on p8 and will be getting daily echocardiograms to confirm ejection fraction and impella placement. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Ppae (arrhythmia, fever): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.